Manufacturer narrative:
This report is submitted on december 3 2021.

Event description:
Per the clinic, the receiver/stimulator was re-positioned (reason and date unknown). Further information is being sought from the clinic.